Manufacturer narrative:
The investigation found the last liquid flow cleaning was performed on (B)(6)2021, this should be performed biweekly as per the operator¿s manual. The last vitamin b12 calibration was performed on (B)(6)2021 which was very old. Product labeling states, "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot after 7 days (when using the same reagent kit on the analyzer) as required: e.g. Quality control findings outside the defined limits" the alarm trace contained a liquid flow cleaning is recommended message on the day of the event. On (B)(6)2021, the customer performed the liquid flow cleaning, measuring cell prep, and then calibrated vitamin b12 successfully. The investigation determined the event was consistent with a usage error and the customer¿s action resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin b12 gen. 2 result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 190.8 pg/ml. The repeated result on another e411 was 330 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 54142701 with an expiration date of 30-apr-2022.